Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device broke during use on patient. The device stopped working and gave a red light and error tone upon activation. While troubleshooting, it was found that the active blade broke off inside the patient¿s abdomen. The surgeon was able to retrieve the broken piece. There was no injury to the patient.